Manufacturer narrative:
Diopter: -13.50. Event problem and evaluation codes: (B)(4). Method code(s): evaluation method: work order search. Evaluation code(s): evaluation results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens with -13.5 diopter in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to low vault. The lens was exchanged for a longer length lens with a similar diopter size. This resolved the problem. Post-op visit on (B)(6) 2015, patient's ucva was 20/20.